Manufacturer narrative:
This event occurred on an unspecified dates since (B)(6) 2019. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link needle-free IV connectors were disconnecting. It was further reported that either an unspecified syringe would not stay on the valve and would pop off or the male end of the valve would become loose when connected to the end of the catheter. A leak was observed as a result of some disconnections. This issue was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.